Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed after being explanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2009. On (B)(6) 2010, a baseline biliary obstructive symptom of upper right quadrant pain was noted, and liver function tests were recorded. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however, a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with two plastic stents and a balloon. The previously placed plastic stents were removed prior to study stent placement during the study stent placement procedure. The 10mm x 40 mm metal stent was deployed in a satisfactory position across the stricture covering the cystic duct. On (B)(6) 2011, the patient underwent endoscopic reintervention due to stent occlusion. A large amount of "sludge" was removed from inside the partially obstructed wallflex biliary stent using an inflatable balloon catheter. There were no reported patient symptoms associated with the stent occlusion prior to the procedure. The issue was resolved without any residual effects. There were no adverse events or any associated hospitalizations reported with this event. On (B)(6) 2011, the patient underwent per-protocol removal of the wallflex rx biliary covered stent. This event was originally deemed unrelated by the investigator; however, upon case review on (B)(6) 2013, this event was reassessed as related to the study stent.